Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was instructed to stop using pump, transition to multiple daily injections as backup insulin therapy, place pump into storage mode, and return it using prepaid label, while technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect cgm on the new device.